Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. The was reportedly moisture and corrosion in the cartride compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Manufacturer narrative:
Device evaluation: device evaluation: the cartridge was not returned and retain sample, b201981 was evaluated by product analysis with the following findings: a visual inspection revealed no damage to the cartridge. A fill test was completed with no difficulties filling and no air bubble formation inside the cartridge. The cartridge cycled normally. A leak test was performed with no failures observed. There was no leakage at the luer connection, o-rings, or anywhere else on the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.